Manufacturer narrative:
Manufacturer's ref (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and ablation was possible when no impedance was displayed. There was no impedance displayed on stockert generator during ablation. The impedance would only disappear while ablating. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and ablation was possible when no impedance was displayed. There was no impedance displayed on stockert generator during ablation. The impedance would only disappear while ablating. All of the cables (catheter, impedance and generator cable) were changed in addition to the indifferent patch, but still no impedance was displayed during ablation. Finally, the problem was resolved after changing the catheter to a new one. The procedure was completed with no patient consequence. Additional information was received on the event, the system allowed ablation even when the impedance was not displayed. There was no problem with the radiofrequency energy, time or wattage. The only issue was impedance was not displayed on stockert generator during ablation. This event is MDR reportable because the generator should not allow ablation when there is no impedance value displayed. This could potentially cause patient harm.